Event description:
It was reported via legal documentation that approximately 45 months after a right total ankle replacement procedure, the patient has experienced prosthesis wear plaintiff lives with an adulterated, misbranded, defective recalled exactech medical device implanted in his body. Based upon published failure rates, there is a substantial likelihood plaintiff will be forced to undergo an unnecessary premature revision surgery. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices (B)(6), 351-91-04 - saw-10x75x1.19-stryker, (B)(6), 351-91-03 - recip sawblade 8x50x1mm, (B)(6), 350-12-04 - tibial plate fb sz 4 rt, (B)(6), 350-02-03 - talar implant sz 3 rt, (B)(6), 350-10-04 - ankle sz 4 locking clip, (B)(6), 351-90-24 - talar trial screw pouch , (B)(6), 351-90-20 - tubercle pin pouch, (B)(6), 351-90-21 - 3.5" pin pouch, (B)(6), 351-90-21 - 3.5" pin pouch . The product associated with the reported event is within the scope of recall z-0024-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.